Manufacturer narrative:
Other relevant components include: product ID 8840, serial# unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving intrathecal medication via an implantable pump for no n-malignant pain and failed back syndrome, other. It was stated that the drug in the pump was a mixture but it was unknown what it was. It was reported that the patient was moving and needed a doctor where they were moving. It was noted that the patient got one name but it was far away from where they were moving and the patient could not ravel in the car for hours because they were hurting. The patient still hurt badly even with the pump. The patient noticed they were ¿going downhill¿ two years ago and had a lot more pain. No interventions were mentioned. It was indicated that the situation was being addressed by the healthcare professional (hcp) and that the patient was redirected to the current hcp. Physician listings were requested. No further complications were reported or anticipated.